Event description:
It was reported that a pump alarmed a system error 322 - link switch error (low) in the micu during an infusion of normal saline, infusing at a rate of 250 ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upper latch switch bracket nylon screws to be loose, allowing the upper latch switch to move in and out from the upper door latch. This will trigger an intermittent open/closed switch connection, causing an ec 322. Five occurrences of ec 322 were device was determined to not be operating within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.